Event description:
The customer reported that the system locked up with an error message. System functionality was recovered by a system reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. During the service event, the fse reseated the fluoroscopic functions pcb, generator interface pcb, and high voltage supply regulator pcb. The output connector on ps1 and the 9-pin j5 on the backplane was also reseated. The system was tested and found to be working as intended and returned to service.